Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the overlay/bezel assembly needed to be replaced and calibrated. It was also noted that the stylus was missing. Product ID 2067l radiofrequency head; product ID 229047 analyzer.

Event description:
It was reported the pen stylus will not work. The stylus was replaced multiple times with calibration and still not working. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.